Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient experienced an out of regulation (oor) message on the patient programmer. The ins couldn¿t deliver the programmed therapy settings. The patient had increased pain again due to the oor issue. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting in the clinic was pending. The issue was not resolved at the time of this report. No surgical intervention occurred. The patient was alive with no injury. Additional information was received from the manufacture representative reporting that the first troubleshooting was done via the phone, but the action was unknown. The cause of the event was high impedances of lead poles 2 and 3. The action taken to resolve the event was reprogramming without lead poles 2 and 3. The event resolved. No further complications were reported or anticipated.